Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a poor connection in a groshong nxt connector is confirmed and was determined to be manufacturing related. Two 4 fr two-piece groshong nxt connectors and two proximal connector pieces of 4 fr two-piece groshong nxt connectors were returned for evaluation. An initial visual observation showed a small amount of use residue on the returned samples. Two of the connectors were found to be returned assembled and the other two samples were found to be only the proximal connector piece. A microscopic observation revealed a small gap between one locking arm of the assembled proximal connector pieces and the catch slot of its respective distal connector piece. An attempt was made to disassemble the connectors that were returned assembled, and both were found to be able to be pulled apart by hand; although one connector was more difficult to disconnect than the other. The distance between the locking arms of the proximal connector pieces was measured and each was found to be too wide and out of specification. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Event description:
It was reported that after the catheter was connected with the metal handle, the strain relief was engaged with the barb of the winged part, with no ¿click¿ heard. The two parts were separated just with a gentle pull. It was stated this occurred with four devices. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1151 showed five other similar product complaint(s) from this lot number. The complaints for this lot number (redw1151) have been reported from the same facility in (B)(6).

Event description:
It was reported that after the catheter was connected with the metal handle, the strain relief was engaged with the barb of the winged part, with no ¿click¿ heard. The two parts were separated just with a gentle pull. It was stated this occurred with four devices. This report addresses the second device.